Event description:
On two recent occasions, pts were noted to have skin breakdown at the probe site. These incidents occurred after precautionary measures were in place. The pt info from the 2 recent incidents are as follows: pt 5 month old. Diagnosis: downs syndrome status post repair of ventricular septal defect. First site location and physician description-anterior surface left great toe. 8 mm long by 3 mm wide. Eschar non blanching. No vesicular formation. Lesion-reddish-purplish. Posterior surface 7mm by 4mm vesicular lesion over distal region to skin crease. Second site location and physician description-right thumb surface erythematous lesion. Small vesicular region. 6 mm by 2 mm. The plastic surgeon stated "cannot differentiate burn versus pressure ulcer probably combination of both." Incident date: 11/2/95. Pt #2: 4 month old. Diagnosis: meningitis. Site location-right thumb. Purplish blister. Incident date: 11/9/95.